Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a blank display, which was not resolved by a battery change. The customer's blood glucose was 136 mg/dl. The customer stated that she had pressed a button, and then the screen faded away. She noted that it was very hot outside and she had kept the device in her pocket. She stated that she could barely see the screen. She stated that there was no damage or corrosion to the battery cap, battery compartment or battery spring. She did not have a new battery with which to test, but later called back and confirmed that a battery replacement did not cause the display to return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.